Manufacturer narrative:
The reported complaint was confirmed by the field svc rep (fsr). The fsr observed a "level module alarm one" error when the system one started up on the main central control monitor (ccm) screen and a "red x" was on the level icon on the perfusion screen. They could reconfigure the level module and it would work; but it would go back to getting the level alarm on the start screen when you turned the system one off and turned it back on. The fsr replaced the level module in the system one. With the module replaced, the unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would after the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer was getting a "?" Mark on the level module in the perfusion screen. The device was not changed out, as the customer is not using the level module. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.